Event description:
It was reported that the patient underwent a total hip arthroplasty at the private (B)(6) hospital, turkey. Subsequently, the patient has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided. This complaint reports the revision surgery performed on (B)(6) 2018.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. G3: report source, foreign - event occurred in turkey. Correction: upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. Any follow-ups related to this event will be reported by medwatch facility france biomet - 3006946279.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The product has been returned to zimmer biomet for investigation. Medical product: ringloc-x e1 10deg 52/32mm, catalog #: ep-063252, lot #: 6002209; medical product: exc abt rnglc-x shell pc 052mm, catalog #: 131352, lot #: 3972375; medical product: unknown screw, catalog #: unknown screw, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00177. Occupation: patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty at the (B)(6) hospital, (B)(6). Subsequently, the patient has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided. This complaint reports the revision surgery performed on (B)(6) 2018.